Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician encountered difficulty inserting the right atrial (ra) and right ventricular (rv) leads into the header of this implantable cardioverter defibrillator (ICD) at implant. The leads' setscrews were loosened and leads reinserted at which time they inserted easily with good measurements. The procedure was completed without further complication. No adverse patient effects were reported. This system remains in service.